Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, the following was confirmed. -the adhesive of the bending section rubber was worn. -the instrument channel port, air/water cylinder, and suction cylinder were scratched. -the universal code was wrinkled. -the valve unit of the endoscope connector was corroded. -the angulation was insufficient. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc determined that the reported event was less relevant to the device. -as a result of microbiological testing after reprocessing by the user facility, bacteria exceeding the action execution value were detected from the channel. However, as a result of microbiological testing performed after ofr reprocessed the device according to the instruction manual, the bacteria detected in the channel cleared the french guideline. -as a result of device evaluation, no nonconformities could be identified that led to the cause of the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, there were no patient infections associated with the reported event. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, the device tested positive for unspecified microbes (> 25 cfu). The testing result corresponded to the action level. The device had been manually reprocessed using peracetic acid. The patient may have been infected, but the information provided by the user facility was uncertain. Therefore, at this time, there were no definitive reports of infections associated with this report.